Manufacturer narrative:
All instruments subject of the event were reprocessed prior to use. A steris service technician arrived onsite to inspect the transfer carriage and found the set screws for the front leg and caster assembly of the transfer carriage were loose. As the set screws were loose, the front leg and caster assembly was able to become unlocked resulting in the reported event. The root cause of the reported event is prior impact damage by facility personnel subsequently allowing the set screws to become loose. The loading car was damaged as a result of the reported event. The transfer carriage and loading car have been removed from service; a replacement loading car and transfer carriage will be provided to the user facility. The technician counseled facility personnel on the proper use and operation of the transfer carriage, including the importance of not bumping the transfer carriage into other equipment. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their sterilizer, the evolution transfer carriage became unstable and fell to the floor. No report of injury.